Event description:
The customer reported that the heartstart mrx display was cracked/damaged and wanted to send it in for repair. There is no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.